Event description:
It was reported that during service by a manufacturer field service technician at the user facility, the device power cord was found to have exposed copper wiring. No patient involvement, no delay, no medical intervention, and no adverse consequences were reported with this event.

Event description:
It was reported that during service by a manufacturer field service technician at the user facility the device power cord was found to have exposed copper wiring. No patient involvement, no delay, no medical intervention, and no adverse consequences were reported with this event.

Manufacturer narrative:
The device was repaired on site by a manufacturer field service technician and returned to service.